Event description:
Reporter indicated that device diagnostic testing on a system's diagnostic test at a routine office visit resulted in high lead impedance reading. Approximately one month later, repeat diagnostic testing was within normal limits. Diagnostic testing performed at an office visit 3 months later also yielded high impedance results, indicating possible lead fracture as the likely cause of the intermittent diagnostic results. Revision surgery is likely. No serious injury was reported.